Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
A medtronic representative inspected the imaging system onsite and found errors related to the imagers folder which caused the detector issue. The representative reloaded imagers folder, calibrated fluoro and rad gain. The motion controllers were also calibrated and the issue resolved. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service. No parts were replaced.

Event description:
A site representative, radiographic technologist (rt), reported that, while in a spinal fusion procedure, when booting the imaging system, there was an error message initializing the collimator and the system was unresponsive in stand alone mode. The site rebooted the imaging system, and motion, x-ray, and mobile view station (mvs) were giving a red 'x' for communication. A third reboot was performed on the system and the issue was resolved. There was a reported delay of 30 - 40 minutes due to this issue and there was no impact on patient outcome.